Event description:
It was reported that discomfort during use occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient went to the emergency room (ER) due to the pain she had. At the emergency room, once the sensor was removed the sensor wire was missing and was believed to have remained under the patient¿s skin. The patient had x-rays (results were not reported) and an unspecified procedure done at the ER (patient could not recall the details). The patient was discharged home after a few hours in the ER. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).